Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Subsequent to the initial MDR submitted, additional information received that death was due to failure to thrive starvation due to alzheimers disease, unrelated to the mitraclip. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: the patient was diagnosed with failure to thrive due to alzheimer's disease and was placed in comfort care. On (B)(6) 2017, the patient expired due to failure to thrive induced starvation. Reportedly, the event was related to alzheimer's disease and per study physician, the events were unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for patient death. It was reported that on (B)(6) 2015, one mitraclip was implanted without issue, reducing the functional mitral regurgitation (mr) to grade 1+. The patient was discharged from the hospital the following day. On (B)(6) 2017, the patient expired. The cause of death was not available. There was no reported autopsy. Per study physician, the relationship of the device to the death is unknown. There was no additional information provided regarding this issue.